Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high capture threshold and decreased atrial sensed amplitudes were observed on the right atrial (ra) lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.